Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with leakage.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with leakage.

Manufacturer narrative:
A device history review was conducted for lot number 7327622. Our records show the reported lot was manufactured in 11/29/2017; it was determined that this is the only instance of this issue occurring in this batch of saf-t-intima according to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a photo was submitted for evaluation, it was not able to assist our engineers in determining the root cause for this event or its relation to the manufacturing process. The reported defect was confirmed after observe the video. Based on video received, the small leakage observed between tubing/adapter assembly could be related with a damage in the tubing. However, without sample provided for evaluation is very difficult determine if the damage was caused by the needle or per other condition. Reviewing our (B)(4), there are proper controls in place to detect product malfunctions. Based on investigation results to date, we could not determine the root cause of the issue. No sample provided for evaluation and the video received we can observe that the device was stressed.